Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed the pump rebooted. There was no damage found to the battery compartment; the battery cap threads were observed to be stripped. The battery cap was unable to maintain an electrical connection; power loss and reboots were duplicated during testing. A test cap was used for testing purposes and the pump was found to power on with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring. The battery cap contact height and width was found to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was powering off after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.